Event description:
During a percutaneous transluminal angioplasty balloon ruptured in two separate parts and both separate parts remain in-pt. Also reported was the distal end of shaft where the shaft meets balloon broke off and separated from balloon however the shaft was removed in its entirety. Device was inspected and prepped without any anomalies or difficulties. The procedure was done in right renal vessel in-stent restenosis (unk, stent in situ). There is no info about vessel morphology or stenosis percentage of lesion. There was right femoral access made. The lesion was first laser angioplasty and than a cutting balloon was introduced (MFR boston scientific) however it could not cross the lesion and was withdrawn. The aviator (complaint product) was introduced and using an ideflator balloon was inflated at 2atm when balloon ruptured.

Manufacturer narrative:
The intended procedure was an intervention of a n in-stent restenosis in the right renal artery of a 68 yr old male. No information regarding the vessel morphology or percent stenosis of the lesion was provided. Initially laser angioplasty and a cutting balloon were attempted, however the devices could not cross the lesion. The aviator balloon was introduced. The device was inspected and prepped without any anomalies or difficulties. Using an indeflator, the balloon was inflated to 2 atm, at which time it ruptured. It was reported that during an attempt to withdraw the balloon catheter, the device caught on the lesion. After several attempts of "tugging and pulling the delivery system" the shaft broke and the balloon separated from the device. At this point the catherer was removed from the body, leaving the balloon inside the patient. It was noted that the balloon had separated into two separate pieces. One piece was in the right renal artery and the second piece had migrated to a small branch of the left superficial femoral artery. There was no attempt to retrieve either balloon piece at this time. It was reported that a surgical bypass to the renal artery was going to take place in future date. It was also reported that there were no impediments to the left superficial femoral artery where the balloon had migrated and therefore no attempts to remove balloon from neither of these sites were exerted. The patient was asymptomatic. In this case, lesion/vessel characteristics, procedural factors and user handling may have contribued to the reported event. A clinically used aviator rx balloon catheter was returned for analysis. The inspection of the returned product showed the balloon had a full circumferentially directed tear in the distal half. The inner body material had a severely elongated condition. The distal part of the ner body including both marker bands , the distal tip and the distal balloon segment were separated and not returned. Due to the elongated condition of the inner body part, it appears that the distal part of the catheter was separated by strong pull force. Sem analysis performed on the outer surface of the proximal balloon material revealed evidence of surface abrasions that might have caused the balloon tear. It appears that these abrasions were called somewhere during the procedure.